Manufacturer narrative:
Result - fowler hardware missing.

Event description:
It was reported by service report that the fowler could not be lowered into lowest position and manual CPR release not working. No pt involvement or adverse consequences were reported.